Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was missing when using the device which is used to push the mynx down into the skin. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was missing when using the device which is used to push the mynx down into the skin. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle, and the stopcock was in the closed position. A cordis sheath used in the procedure was returned inserted on the shuttle; however, the sealant sleeve was not displaced completely to the proximal end of the shuttle. The sealant and the advancer tube were returned in their manufactured positions, and it was observed that blood exposure was present on the device. A functional analysis was executed by pulling the shuttle back to achieve the locking of the advancer tube and by continuing with the advancer tube distal displacement. During this analysis, it was observed that the advancer tube was not actuated as expected. When the shuttle was attached to the handle again, the advancer tube remained in its manufactured position. After the impediment of the advancer tube was detected, an attempt was made to manually remove the sealant to test the advancer tube movement without the sealant impediment friction force present. During the sealant removal attempt, it was observed that the sealant was strongly adhered to the catheter, making it impossible to remove manually. Additionally, it should be mentioned that the sealant showed a great amount of blood, which could be an attributable cause of this strong adherence force. The reported event of ¿advancer tube-missing advancer tube¿ was not confirmed through analysis of the returned device since it was present at its manufactured position within the shuttle. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and the product analysis, procedural/handling factors (such as an incomplete shuttling down of the shuttle) most likely contributed to the issue with the advancer tube reported since it was returned in its manufactured position within the shuttle and the sealant sleeve was not completely displaced to the proximal end of the shuttle. Additionally, the cause of the issues experienced during functional analysis that prevented deployment of the advancer tube was determined to be due to excessive dried blood making the sealant adhere to the device. Due to this, it is possible that premature swelling of the sealant also may have contributed to the issue experienced by the customer. However, as the user did not report resistance during the shuttle down step, it is unknown if this condition occurred after attempting to deploy the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Updated complaint conclusion: as reported, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was missing when using the device which is used to push the mynx down into the skin. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation as well as a procedural image of the unit. Per picture analysis, it was noted that a possible mynxgrip unit was inserted into a catheter sheath introducer (csi) and was being pulled from the patient. However, the advancer tube is not visible. No anomalies were noted in the provided picture. Visual inspection of the received device showed that the shuttle was not engaged to the black handle, and the stopcock was in the closed position. A cordis sheath used in the procedure was returned inserted on the shuttle; however, the sealant sleeve was not displaced completely to the proximal end of the shuttle. The sealant and the advancer tube were returned in their manufactured positions, and it was observed that blood exposure was present on the device. A functional analysis was executed by pulling the shuttle back to achieve the locking of the advancer tube and by continuing with the advancer tube distal displacement. During this analysis, it was observed that the advancer tube was not actuated as expected. When the shuttle was attached to the handle again, the advancer tube remained in its manufactured position. After the impediment of the advancer tube was detected, an attempt was made to manually remove the sealant to test the advancer tube movement without the sealant impediment friction force present. During the sealant removal attempt, it was observed that the sealant was strongly adhered to the catheter, making it impossible to remove manually. Additionally, it should be mentioned that the sealant showed a great amount of blood, which could be an attributable cause of this strong adherence force. The reported event of ¿advancer tube-missing advancer tube¿ was not confirmed through analysis of the returned device since it was present at its manufactured position within the shuttle. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and the product analysis/picture analysis, procedural/handling factors (such as an incomplete shuttling down of the shuttle) most likely contributed to the issue with the advancer tube reported since it was returned in its manufactured position within the shuttle and the sealant sleeve was not completely displaced to the proximal end of the shuttle. Additionally, the cause of the issues experienced during functional analysis that prevented deployment of the advancer tube was determined to be due to excessive dried blood making the sealant adhere to the device. Due to this, it is possible that premature swelling of the sealant also may have contributed to the issue experienced by the customer. However, as the user did not report resistance during the shuttle down step, and a swollen sealant was not visible during the picture analysis, it is unknown if this condition occurred after attempting to deploy the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analysis, the picture analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.